Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recently exhibited functional under-sensing of ventricular fibrillation (vf) due to a combination of very low and larger amplitude measurements. This resulted in therapy being delayed for 19 seconds prior to shock delivery. Additionally, the non-boston scientific right ventricular (rv) lead has exhibited frequent, variable out-of-range pacing impedance measurements (greater than 3000 ohms). Boston scientific technical services was contacted for evaluation, and it was recommended to complete a thorough lead evaluation. Close remote monitoring was recommended. At this time, this ICD remains implanted and in-service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to b5 for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement. This report is being sent to provide new information in sections h6 (evaluation conclusion codes) and h11 (additional MFR narrative).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recently exhibited functional under-sensing of ventricular fibrillation (vf) due to a combination of very low and larger amplitude measurements. This resulted in therapy being delayed for 19 seconds prior to shock delivery. Additionally, the non-boston scientific right ventricular (rv) lead has exhibited frequent, variable out-of-range pacing impedance measurements (greater than 3000 ohms). Boston scientific technical services was contacted for evaluation, and it was recommended to complete a thorough lead evaluation. Close remote monitoring was recommended. At this time, this ICD remains implanted and in-service. No adverse patient effects were reported.